Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER due to receiving high voltage therapy. Upon interrogation noise was noted on the ventricular channel of the egms which caused oversensing and inappropriate high voltage therapy. The lead was capped and replaced.